Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that the pump was alarming or beeping. Patient believed the pump was empty, said was going through withdrawals and also reported that since she had epilepsy she had also been experiencing seizures. Patient was seen at pain office on a regular basis since she received the pump in (B)(6) however she was not informed about any alarms and was not notified when pump would need to be refilled. She had shoulder surgery about two months ago and pump healthcare professional (hcp) told her patient that she wouldn't see her while patient was seeing the different hcp. She spoke with her hcp last week and she was released, so she could go back to pain pump hcp. Reported symptoms were not feeling well, pain (like a blow torch was blowing on her)- patient had nerve damage due to lyme disease and seizures. No further complications were reported. Additional information was received from the patient who reported that she had her pump refilled on tuesday ((B)(6) 2019) afternoon because it went dry on friday ((B)(6) 2019). The patient was hearing the dual/critical alarm when the pump was empty. No further complications were reported/anticipated. Additional information was received from manufacturer representative (rep). It was reported that the rep saw the patient and read the pump logs today. The pump had a motor stall and recovery in the logs from several months when he thought the patient had an magnetic resonance imaging (MRI). There was no indication of any current alarms or any other events since (B)(6) when the empty pump alarm occurred. The rep would review with patient to monitor her pain level now that she was reporting hearing the pump alarm. No further complications were reported.